Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed frequent timeout resets during telemetry operation and emitted beeping tones. Technical services indicated the resets are benign, but this condition should be monitored, and device replacement is reasonable given the unusual frequency of the resets. This s-ICD remains in service and no adverse patient effects were reported.